Event description:
Infinity primed and tuned, ready to go. Md used the pedal to start. Machine failed, blacked out, screen-software failure. About a week later, the repair was made and the following was replaced: spacer, c-clip, solenoid.what was the original intended procedure?kelman phacoemulsification (kpe) and intraocular lens (iol) implantation.